Event description:
It was reported during a bph procedure @120,000 joules; "fiber cap rotated" was noted. The procedure was completed using an alternative method; turp. Patient outcome: "no injury" to the patient was reported.

Manufacturer narrative:
Gland volume was not provided. Device available for evaluation updated. Device codes added. Device evaluated by manufacturer updated. Evaluation codes added. Product evaluation: failure analysis for (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild char on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Time expended: 15 minutes. The fiber cap was not cleaned during the procedure.